Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acpd), fiber optic cable, and rear back boom cover. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acpd was analyzed and found in system logs, errors were confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The acpd was installed, programmed, and tested on the golden system. The unit went through 10 power cycles with no issue on startup and no errors or failures were triggered. This acpd unit remained on the system for 10 minutes idling in normal mode with no issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that a 319 error was occurring on the system during setup. Before contacting the tse, the customer had already rebooted the system twice, and the 319 error reappeared each time, along with a message instructing that the boom be disabled. The tse reviewed the system logs, which showed a 319 error associated with axes controller platform (acp) 5. The tse advised the customer to perform a hard reboot on the patient side cart (psc). The customer then indicated they would replace the psc with one from another da vinci system. There were no patient injuries.